Manufacturer narrative:
The reported events were infection and helix mechanism issue. The helix mechanism issue was confirmed. A complete lead was returned in two pieces. Visual examination of the lead found the helix was retracted/stretched consistent with procedural damage and was clogged with blood/tissue. X-ray examination of the lead found the inner coil in the connector region was slightly over torqued consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the helix being stretched/damaged, clogged with blood/tissue and slightly over torqued inner coil in the connector region consistent with procedural damage. Electrical testing was normal. A device history record (DHR) review was performed, and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2025-15332. Related manufacturer report number: 2017865-2025-15333. It was reported that the patient had bacteremia with lead vegetation. The entire implantable cardiac defibrillator system was explanted. The condition of the patient is unknown.